Event description:
The customer reported that they pushed staff assist and pulled code blue lever and pbx never got an alert. There was no patient impact or safety issues reported as a result of product performance. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
Troubleshooting determined that the console had not been configured to watch that area. The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The hrc technician reconfigured the console to resolve the issue and the system was working as designed. Based on this information, no further actions are required at this time. Although there was no injury associated with this event, if the staff assist call and code blue call were to not annunciate during an emergency it could lead to injury or death. Therefore baxter is reporting this complaint.